Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to customer's facility. Fse confirmed the customer's reported issue. Fse tested the barcode reader and it was working fine. Fse ran the sample loader rotate test, which failed to read 3 out of 10 sample tubes. Closer examination showed the sample tubes the customer was using are thin and loose inside the sample rack, causing misalignments with the barcode reader. The customer was using the incorrect sized sample rack ring adaptor. This lead the barcode reader not able to read the barcode labels on the sample tubes. The correct sized sample rack ring adaptor was ordered for the customer. The g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 3, assay operations provides guidance on the correct types of sample containers and adaptors. It states: when using a sysmex rack: if you are using a sysmex rack, attach a rack adapter to the sample rack for 12-14 mm diameter primary tubes. The following tube adapters are available: 12 mm diameter adapter (p/n 018496), 13 mm diameter adapter (p/n 018433), 14 mm diameter adapter (p/n 018497).the adapter for 13 mm diameter tube is included as a standard accessory. The most probable cause of the issue is due to the customer using the wrong sample rack ring tube adaptor for the sample racks.

Event description:
On (B)(6) 2017 a customer reported the g8 instrument is intermittently skipping and not reading the barcodes. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.